Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the plication of the muscles, the suture point was passed and the thread broke easily without any traction; the passage was made again with another suture from the same lot and the suture was broken again. Another product was used to resolve the issue. There was no patient injury.